Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Greasy film can¿t keep clean. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results product evaluation and results: visual inspection confirms greasy residue at insertion point to mics clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Greasy film can¿t keep clean. Case type / application: tka.